Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that antibiotics was administered, and the crt-d system was explanted and replaced. It was noted that the infection was related to the patient mastectomy which was in close proximity to the device resulting in cardiovascular implantable electronic device (cied) infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a suspected pocket infection. The cardiac resynchronization therapy defibrillator (crt-d) system was scheduled for removal the following day. No further patient complications have been reported as a result of this event.